Event description:
An ophthalmic surgeon reported a possible tip occlusion during a cataract intraocular lens implant procedure. The system displayed a system message. The patient impact was a peripheral corneal burn. The procedure was able to be completed.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (b)(4 patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).